Event description:
The customer, a biomed, contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluating the device, physio-control observed that it would lock up upon booting up, which prevented defibrillation from being delivered, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported lock up issue. Physio then replaced the system controller (sc) pcb and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed sc pcb assembly and determined that the cause of the reported issue was a temperatures (heat) sensitive integrated circuit (ic) chip, designator u18. The removed ui to stack flex cable assembly was examined and it was observed that it was worn, but functional. No failures were observed. The removed ui pcb assembly was an ancillary part and no failures were observed with the assembly.